Manufacturer narrative:
Patient's sex and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, supplementary report will be submitted. Patient age and weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.